Event description:
Additional information received noted that a revision took place due to out of range pacing impedances, no capture or sensing on this right ventricular lead. This right atrial lead was surgically abandoned and remains implanted. The right atrial port of the device was plugged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The clinical allegations were not confirmed or duplicated through testing and detailed analysis.

Event description:
Additional information received noted that this device was explanted, and returned. Upon analysis this investigation will be updated. Initial device analysis revealed that the device failed longevity. Detailed analysis will be performed.

Event description:
Boston scientific received information that during a routine follow up the device was programmed to vvi due to inappropriate sensing since 2010. During a recent follow up it was noted that this right atrial lead displayed high out of range pacing impedances. The patient is scheduled for a normal device change out procedure and a possible right atrial lead replacement will be discussed at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.